Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Reportedly the customer entered carb value into the bg field. The customer passed out before treating the low bg. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.